Event description:
Account alleged that the head of the bed would drift after releasing the down switch.

Manufacturer narrative:
Technician asked account to determine if it is a mechanical drift or not. Repair unknown, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.